Event description:
It was reported the patient was struck in the chest, called 911 an hour later, and died 4 hours later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed normal depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed normal depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. .

Event description:
It was reported patient was punched in the chest 4 - 5 times, called 911 an hour later for "heart attack", was taken to the hospital, and died 4 hours later. The autopsy report later received reporting cause of death as advanced atherosclerotic cardiovascular disease. Also reported patient had cardiac stents, had extensive myocardial fibrosis (old infarcts), moderate to marked atherosclerosis of the aorta, steatosis of the liver, and cardiomegaly. Autopsy also notes "there is no evidence of significant antemortem trauma. Interrogation of implantable cardiac defibrillator by medtronic representative revealed no reading in the reported time of the assault."

Event description:
Asku